Event description:
(B)(6) has reported problems pertaining to mean corpuscular volume (mcv) assay performance on the siemens advia 2120i hematology analyzer. Physicians have stated that the mcv's reported by siemens advia hematology 2120i instruments were falsely elevated. (B)(6) internal investigation determined mcv results were 3-4 femtoliter (fl) higher since 2011. There are no reports of adverse health consequences due to the elevated mcv results.

Manufacturer narrative:
Siemens investigated the mcv reported issue. The customer complaint was evaluated and the device was found to be performing within specification. Studies conducted by siemens have confirmed the accuracy of calibration of advia hematology instruments when compared to the clsi standard method for microhematocrit. In addition, a comparative study to another competitive hematology instrument in routine use at the customer lab showed that the two systems compared very closely with a 1.4 femtoliter difference between the mcv results. The observed difference is well within the expected difference for mcv between two hematology systems in a comparative study. This MDR is being filed in response to user facility medwatch (B)(4).